Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 312 mg/dl. The bg level was addressed with a bolus via the pump. Reportedly, the contact inquired what "alarm" would be the cause for a bolus that was not delivered if the customer did not request a bolus. Tandem's technical support informed the contact that an incomplete bolus alert could have been declared; however, the contact was not with the customer/pump at the time of report to troubleshoot. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.